Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers had fiber breakage, outer tube had dents and scratches on outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image occurred due to loose handle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported blurry image involving an olympus rigid video laparoscope. There was no patient injury reported.